Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the contact stated that the customer was exposed to pts with a virus and was vomiting. According to the md, the cause of the event was dka. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests.